Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via phone stated that they put the brush head on their electric oral-b black edition toothbrush, which got stuck, so they played with it, but it falls off now. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via phone stated that they put the brush head on their electric oral-b black edition toothbrush, which got stuck, so they played with it, but it falls off now. No injury was reported.